Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition 48 eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed with a 2.0x20mm unspecified balloon dilatation catheter. A 3.5x48mm rx xience xpedition stent delivery system was advanced and stent was deployed; however, a proximal edge dissection occurred. The dissection was treated with another xience stent. There were no other device or procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. Additional information was requested.